Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the helix of this right atrial (ra) lead was observed to be partially extended prior to opening the packaging. The lead was removed and the helix was retracted and implanted. It was noted that the helix didn't extend in a timely manner even with slow turns. The lead was successfully implanted. Subsequently, the lead dislodged one day post implant. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found a cut in the inner and outer lead insulation and noted dried blood/tissue around the helix. The lead was found to be electrically continuous. The lead did not pass helix mechanism testing due to the presence of dried blood/body tissue in the helix housing and neck region, which, prohibited movement/testing. Laboratory analysis was unable to confirm the observation of the helix being partially extended in the packing as the lead had been returned after being implanted. Additionally, laboratory analysis was unable to confirm the lead dislodgement as the lead tip and helix were intact and undamaged, however, laboratory analysis did confirm the helix extension/retraction difficulty and concluded the root cause was likey due to the dried blood/body fluid that was around the helix.